Event description:
Baxter singapore reports a blood leak noted during first use of the dialyzer. The pt's blood was returned to him at time of incident. Baxter singapore reports no pt injury or medical intervention.